Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a device explant procedure. No malfunction and patient issue was noted on the implantable cardioverter defibrillator (ICD). There is insufficient information regarding the complaint. The physician explanted and replaced the ICD on (B)(6) 2022. The patient condition is unknown.

Manufacturer narrative:
The device was returned with no apparent malfunction. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Further information was requested but not received.